Manufacturer narrative:
Additional information: procedural images in the article provided the basis of the analysis. The images provided show stenting of the left main stem towards the left anterior descending coronary artery and sudden post-stenting loss of flow both on intermediate branch and left circumflex coronary artery. Annex d, annex g codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article: rescue aortic balloon valvuloplasty during procedural cardiac arrest while treating critical left main stem stenosis: a case report authors: stefano benenati, roberto scarsini, giovanni luigi de maria and adrian p. Banning journal: european heart journal year: 2020 reference: doi:10.1093/ehjcr/ytaa030. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - rescue aortic balloon valvuloplasty during procedural cardiac arrest while treating critical left main stem stenosis: a case report - was submitted for review. A patient with known severe aortic stenosis, (as), presented to hospital with non-st-segment elevation myocardial infarction. Coronary angiography revealed a highly complex and calcific left main stem (lms) lesion. Due to the complexity and apparent acuity of lms, percutaneous coronary intervention (pci) was planned first with as treatment [either with tavi or balloon aortic valvuloplasty (bav)] as a subsequent staged procedure. Pci was performed via right radial access using a non-medtronic, (mdt), guiding catheter with a plan for elective rotational atherectomy to left anterior descending coronary artery (lad) and left circumflex coronary artery (lcx). However, after multiple failed attempts to wire the lcx, rotational atherectomy was performed only on the lad with a non-mdt 1.75-mm burr. Even after lad rotational atherectomy, wiring of the lcx was still not possible. Consequently, the lms was then pre-dilated with a non-mdt semi-compliant balloon and stented towards the lad with a 3.5 x 22 mm zotarolimus eluting stent. Stent deployment was followed by loss of flow in both the intermediate branch and in the lcx. Prompt wiring of the intermediate branch or lcx was attempted but failed so proximal optimization technique of the lms stent with a non-mdt non-compliant balloon, was performed. At this stage, the patient became very hypotensive and bradycardic with a critically ischaemic electrocardiogram showing st-segment depression and lost cardiac output. Cardiopulmonary resuscitation was promptly started followed by inotropic support and ventilation via a laryngeal mask. A ¿bail-out¿ rescue balloon aortic valvuloplasty, (bav) with a non-mdt 22-mm balloon was performed via right femoral access. Immediately after aortic valve dilation haemodynamic recovery was promptly achieved. At this stage, the intermediate branch was wired with a non-mdt hydrophilic coated wire but wiring of the lcx was still unsuccessful. The intermediate branch was pre-dilated with a non-mdt semi-compliant balloon and then stented with a 2.75 x 16 mm zotarolimus eluting stent. An intra-aortic balloon pump was inserted and the patient was then transferred to coronary care unit for monitoring. The patient made a full recovery and was discharged on the fifth day. No significant clinical events were documented at follow-up 1 year later.